Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior vaginal vault repair and cystoscopy due to sui. It was reported that following insertion the patient experienced chronic pain, infection, depression and incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and mesh repair on (B)(6) 2009 due to recurrent urinary tract infections, vaginal pain and mesh exposure. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.